Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the 14f esheath+ had a partial tear in the white partially expandable part (strain relief). It did not enter the patient's body, but it is unknown when the tear occurred. The device will be returned. Per pre deco findings, there was also premature expansion and distal tip split of the esheath+.